Event description:
Patient called back stating they are still having issues with charging the implant and now last night they saw system problem (77): rm06. Caller stated they removed the battery pack and waited an hour, reinserted and started charging the implant again. Caller stated it charged some but then they got the error message (the same they have been getting): replace controller batteries soon (70) even though the controller batteries are charged. Caller stated they are still using the rtm exchange unit and have not heard anything about the analysis of the previous recharger. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed; controller is 100 percent and implant is 70 percent. Caller then connected recharger and confirmed charging excellent. After ~5 minutes, the implant increased to 80 percent with no errors. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis found no device found message. No anomalies were visually observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for fbss leg/back and spinal pain indications for use. It was reported that pt's controller won't recharge ins and said that the battery needs to be replaced. Pt said they would go home, the controller would be completely dead, then they take the battery out to reset, let the controller recharge and then it will recharge the ins. Pt said sometimes it works and sometimes it doesn't. Pt said when they plug the controller into ac power was when the controller would display the message that the battery needs to be replaced (pt did not have screen details available on call). Pt mentioned that the controller does recharge to 100% from ac power. Pt inspected the battery compartment and said it looked good. Pt did not have their ac power supply or recharger with them for further troubleshooting. Pt will call back with the rest of their equipment for further troubleshooting. Pt called back with equipment. They said the recharger was getting warm, and says the pins "aren't real shiny, and one looks its darkened out". They heard rattling inside controller and the manufacturer's patient services specialist (pss) could hear it over the phone. No symptoms were reported. A replacement controller was sent out. Additional information received from the patient. It was reported they've been unable to charge their neurostimulator (ins) battery for a couple of weeks now. Pt described 'batteries low- replace the controller batteries soon' occurring. A new recharger was requested.

Manufacturer narrative:
Concomitant medical product: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97755, serial#(B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot# (B)(6), UDI#(B)(6), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.